Manufacturer narrative:
E1-initial reporter phone number (B)(6). B3-date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2023-01914. It was reported that patient experienced ineffective therapy. X-rays showed that both leads had migrated. Surgical intervention is pending to address the issue.

Manufacturer narrative:
A patient experienced ineffective therapy was reported to abbott. X-rays showed that both leads had migrated. No intervention is scheduled at this time. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
The event of lead migration was reported to abbott. No intervention planned at this time. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The event of lead migration was reported to abbott. The patient's leads were replaced due to lead migration. The patient was programmed and has effective therapy. No devices were returned for evaluation. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue. Based on the information received, the device was in conformance at shipment and a single definitive root cause for the issue encountered was unable to be conclusively determined.